Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. Additional information received stated that the patient experienced recurring incontinence. No further intervention was required.